Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with pump reset information and assisted in resetting the pump. The malfunction code did not recur after the reset, and the customer was able to continue using the pump. The customer was advised to call back if the malfunction code reappeared, which they acknowledged and understood.